Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.

Event description:
Patient's father contacted dexcom technical support on (B)(6) 2011 to report that his son experienced a failed sensor two days after insertion. Upon removing the sensor, he noticed that the sensor wire was shorter than normal and that a portion of it had broken off underneath patient's skin. He reported that patient had no difficulty with insertion and had slight redness but no swelling at the insertion site.